Manufacturer narrative:
One used sample of a cotninu flo, lot unknown and 1 used sample of the extension set, lot unknown, were rec'd. Both samples arrived hooked in series and attached together at the male and female luers of the continue flo and extension set. All clamps were in the fully opened positon with the exception of the roller/regulating clamp of the solution set. This clamp had the roller at approximately a 50% closed potion. The extension set control-a-flo regulator was returned with a dialed setting between 75 and 100 mls per hour. Test one - as returned: the continue flo set was spiked into a 1000 ml 0.9% sodium chloride solution bag. Both sets primed normally in line. The regulating clamp was fully opened for this function. A 21-gauge needle was then attached to the flo control luer. The regulating clamp was then set back to the approx 50% shut off potion. A drip rate of approx 3 drops per minute was observed. The solution output volume was then collected in a 100 ml glass graduated cylinder for a period of 60 minutes. The fluid collection for the 60 minutes was approximately 27 mls. Test two: the same procedure was followed as in test one with the exception of the roller/regulating clamp being placed in the full open potion. This produced a drip rate of approx 14 drops per minute. The solution output volume was again collected in a 100 ml glass graduated cylinder for a period of 60 minutes. The fluid collection for the 60 minutes was approx 88 mls. The sets and components performed as designed and the solution flow out put collected in test two was that of the selected rate of the returned control-a-flow regulator, the complaint will not be confirmed.

Event description:
The facility reported that a female pt was infusing 0.9% sodium chloride inject (1000ml) via a continu-flo solution set and extension set for hydration. The pt's family felt the solution was not going fast enough and was too slow and too thick, the family of the pt stated that there was something wrong with the unit. The family advised the nurse to discontinue treatment and to send the products for evaluation. In 2008, the baxter sales representative was notified that the pt expired (unknown cause of death and unknown date of death) the pt had dementia and had been placed on an ng tube (nasogastric tube). The reported unit was stored at room temperature and was not exposed to extreme temperatures at any time. The continu-flo solution set was spiked into the bag and was fully primed. The clearlink extension set was also fully primed. The amount of solution remaining in the bag is approximately 100ml. The solution. Continu-flo set and extension set have been returned to the baxter failure analysis lab (fal) for eva